Event description:
The destination therapy pt was implanted with a vented electric left ventricular assis device (lvad). It was rpeorted by the vad coordinator that while the pt was at home he and his wife heard a grinding noise from the pump. The pt then experienced red heart alarms and the pumped stopped. The pt's wife hand pumped and called 911. The pt was then taken to the hosp. The pt was placed on IV heparin and on pneumatic support using a stroke volume limiter (svl) and drive console. Five days later the lvad was replaced with the manufacturer's clinical trial lvad. The pt remains ongoing with the manufacturer's clinical trial lvad.